Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon got stuck [foreign body in reproductive tract]. Tampon string detached [device breakage]. Consumer sent an email reporting that the tampon string detached. No serious injury was reported.

Event description:
Tampon got stuck [foreign body in reproductive tract]; tampon string detached [device breakage]. Consumer sent an email reporting that the tampon string detached. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
07-may-2021 product investigation results: no manufacturing cause .identified based on investigation.

Event description:
Tampon got stuck [foreign body in reproductive tract] tampon string detached [device breakage] case description: consumer sent an email reporting that the tampon string detached. No serious injury was reported.